Event description:
It was reported by the patient's spouse that the patient died in the middle of the night, "possibly some arrhythmia." Spouse is questioning if the device was working at the time. The cause of death is being requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.